Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Interrogation of the pulse generator exhibited stored episodes of non-sustained right ventricular oversensing caused by competitive atrial pacing due to inappropriate programming. The device was reprogrammed. The patient would continue to be monitored.